Event description:
It was reported that the atrial lead exhibited a loss of capture and high impedances. A setscrew issue was suspected, as the lead was tested and appeared to be functioning normally; however the physician felt that there was a lead issue. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 383069 lead, implanted: (B)(6) 2013. (B)(4).